Event description:
It was reported that the implantable pulse generator (ipg) was not pacing properly. It was further reported that the atrial setscrew could not be turned and had not connected smoothly during implant. It was discovered that both the right atrial (ra) and right ventricular (rv) lead had dislodged post-implant. Both leads were repositioned and remain in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: vedr01 implantable pulse generator (ipg) 2014-(B)(6). (B)(4).